Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the gem v/nv 20dp dehp free experienced component separation. The following information was provided by the initial reporter: separation of tubing from drip chamber. Material number 10942011, lot number 20066767.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/10/2020. H.6. Investigation: one sample was received for quality investigation. The customer complaint of separation was verified by visual inspection. Inspection of the sample indicated that the drip chamber separated from the tubing at the outlet of the drip chamber. Through further inspection of the separation site, we can see that there is a lack of solvent on tubing and drip chamber outlet. A device history record review for model 10942011, lot number 20066767 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the issue is a lack of solvent between the tubing and the drip chamber. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of separation with lot #20066767 regarding item #10942011.

Event description:
It was reported that the gem v/nv 20dp dehp free experienced component separation. The following information was provided by the initial reporter: separation of tubing from drip chamber. Material number 10942011, lot number 20066767.